Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) months since the subject device was manufactured. Based on the results of the investigation, and for both events, it is likely the following led to the malfunction: -for event 1: it can be inferred that tube bending occurred due to physical bending stress applied to the tube removal from the sterilization package, or during pre-use inspection. -for event 2: it is surmised that the compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. The event can be detected and/or prevented by following the instructions for use which state: -straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. -operate the slider slowly, otherwise the tube could buckle. -do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. -when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. -insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. -stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the single use injector could inject fluid. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.